Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with infusion sets. Numerous times, the customer went without receiving insulin. The customer ended up in the hospital one of those times because he went 10 hours through the night without insulin and became violently ill. Customer's blood glucose level was not reported. The device was not returned.